Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom error 322 alarms, determined to be cause by loose upper and lower latch switch bracket latch switches to move in and out from the upper lower door latches, triggering an intermittent open/closed switch connection, resulting in system error 322 alarms. The upper and lower auxiliary assemblies, which contain the loose screws, were replaced. System error 322 will occur when the pump transitions form the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322. It was also reported that there was no patient injury.